Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that a dissection occurred. In (B)(6) 2013, a target lesion was located in the right distal superficial femoral artery (sfa) which had 100% stenosis, reference vessel diameter of 6 mm, a length of 110 mm, and was classified as a tasc ii a lesion. The target lesion was treated with direct placement of an 7x119x75 innova stent and post-dilatation with 30% residual stenosis. The subject was discharged on antiplatelet therapy. In (B)(6) 2014, stenosis in the right distal sfa was identified. In (B)(6) 2015, the subject was hospitalized and referred for angiography. Thrombosis in previously placed study stent located in right sfa was noted. Cross over maneuver and stent probing was performed. Aspiration of the stent was done. This revealed ¿fresh thrombi¿ and as a result rotational thrombectomy was indicated. 100% in stent thrombosis in the right proximal, mid and distal sfa was treated with percutaneous transluminal angioplasty, placement of a stent and rotational thrombectomy. During angioplasty, a 6x80mm sterling balloon was used for pre-dilation which resulted in dissection. Four days later, the event was considered to be resolved without residual effects and the subject was discharged on same day.